Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction. No food, candy or drink is allowed in the production areas per standard procedures.

Event description:
Consumer reported that upon inserting a tampon she felt an object other than a pledget had been inserted into her vaginal cavity. She manually removed the foreign material from her vaginal cavity which she then identified as a peppermint candy wrapper. She stated there was no pledget inside the applicator, only the peppermint candy wrapper. She also stated the box and wrapper were sealed. She did not seek medical attention and did not experience any adverse health effects.